Event description:
Related manufacturer reference number: 2017865-2023-18017. It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited noise. The rv and ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.